Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient made a mistake and touch contamination during peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.